Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, an unspecified line of the device was programmed to deliver an unspecified concentration of noradrenaline at a rate of 0.8mcg/kg/min. The second line was programmed to deliver an unspecified concentration of dobutamine, at a rate of 5mcg/kg/min, and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, the device was unplugged from the ac power outlet for transport of the pt. During transport, the device powered off without an audible alarm tone. The device was removed from clinical service. It was reported that 10 minutes later, the therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.